Event description:
Reportedly the surgeon tried to implant a model 3000, size 23mm; however, he had to explant the 23mm and implant a model 3000 size 21mm. Reportedly, the patient valve was miss sized. The health care provided has disassociated the event from the device. It was reported that the device was discarded.

Manufacturer narrative:
Reportedly, the device was discarded.